Event description:
Customer alleged adjustment button broke. No injury alleged.

Manufacturer narrative:
Dealer stated that the consumer handed the 40918-6 cane to someone to hold and when he retrieved it the adjustment button was broke and the cane is unstable. No injury alleged.